Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. A rotawire was used in a procedure to treat a moderate to severely calcified target lesion. When testing the speed of the burr, the wire snapped outside of the body. The doctor safely removed all parts of the wire. The physician may have kinked the wire and that is why it snapped. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.